Event description:
The customer was admitted as an inpatient to a hospital for high bgs and dka. The night before the event, the customer delivered ten units of insulin from pump to correct and bgs did not come down. Customer then delivered twelve units of insulin with manual injection, changed out the infusion set/site and delivered another 1.2 units from pump. About an hour later bgs remained high. The customer called to their doctor and he recommended going to the emergency room. Troubleshooting was peformed. The insulin concentration, bolus history, and programming were correct. In addition, a fixed prime test was completed and the insulin exited.